Event description:
I visited with (B)(6) hospital in (B)(6) where I was told that I needed to have cataracts removed from both my eyes. I agreed to the outpatient procedures which was completed in two distinct sessions which were approximately two weeks apart. I had them both done in the hospital and they inserted permanent lenses when they removed my cataracts. At that time, my overall vision improved. I went back for follow ups and was told after the last one to arrange for another, a year later. To be honest, my impression of the ophthalmologist was not favorable as it seemed that he had too many patients and his doctor to patient relationship was somewhat poor, as I needed to ask the questions and he, at times, seemed annoyed that I would ask. I questioned this and was told that he was the best in the area and that was simply the way that he was. I even provided the hospital with a write up of my thoughts on the doctors. No response ever. Within that year my vision deteriorated and my thoughts were that I may need glasses, since my sight seemed cloudy as if the cataracts returned. I made an appointment with a local optometrist and he told me that I needed to see a specialist as he could not see the back of my eye during an examination. I made the appointment and was told that I had a cloudy film buildup that prevented me from seeing well. It became so bad that I could not see the color of the lights on the street. Luckily, I had retired by this time and I had my relative drive me everywhere I needed to go, and to the appointments as well. This had never happened to me in the past. The new ophthalmologist informed me that I had to have both eyes lasered and that I had a swelling in the back of my left eye that could prevent perfect eyesight, even with the laser. He referred me to a third specialist, another ophthalmologist, who was to give him the okay to have my eyes lasered, as I also developed an increase in pressure in both eyes. They wanted to control this first before an additional procedure which they did. The pressure in my eyes, before their medication went up to 30. Following taking the drops, my pressure had fallen to 10-12 in either eye. I went through the laser process with the first ophthalmologist on two different dates. My eyesight improved immediately following the process with the exception of my left eye. Although the eye sight was very clear and bright, the sight was not focused. I was told that this could happen due to the swelling that I had in the back of my eye. The second ophthalmologist tried injecting my left eye twice and two different occasions but that did nothing. I was allergic to medication that could help in that it was possible that this particular and useful medication could increase the pressure of my eye, and result in further damage. My whole issue rests with the inserted lenses which seemed to have caused my body to create the cloudy film behind both eyes and the impaired vision. Also, I am concerned with what damage that did to the existing swelling in the back of my eye. It appears that the lenses resulted in the cloudy film, which then required additional laser procedures in both eyes. I was never told that this was a possibility when my cataracts were removed and subsequently replaced by the permanent lenses. I was told by the ophthalmologist that performed the laser to clear my eyes, that the lenses were permanent and there was nothing that could be done to have them removed and replaced, since without them, I would obviously go blind. Replacement of eyes lenses due to cataract surgery in both eyes.